Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-03775 and 3005099803-2011-03776. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure on (B)(6), 2011. According to the complainant, during the procedure, two resolution clips would not release. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. Based on the evaluation conducted, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot for the reported event.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-03775 and 3005099803-2011-03776. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a procedure on (B)(6), 2011. According to the complainant, during the procedure, two resolution clips would not release. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.